Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was in the middle of a dual bolus and she wants to give another bolus. It was explained that the pump will not deliver the second bolus until the first one is finished. Customer's mother later called to request assistance in changing the infusion set. Customer's blood glucose elevated to 448 mg/dl. Customer treated with a manual injection. Caller stated that they did not contact their health care professional regarding the high blood glucose. Caller stated that they have a back-up plan.